Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device is unresponsive due to a critical error. This may be attributed to a network connectivity issue or a hardware malfunction. A technical support specialist noted the presence of network errors in the data synchronization debug logs. Similarly, the server exhibited the same errors in its data synchronization debug logs. However, there were no errors recorded in the application logs at the station. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system device is not allowing dispensation for any patient. A customer reported that user were not able to obtain the required medication due to the reported malfunction. There were no adverse events or injuries reported based on this event.